Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy, the instrument would not fire after reload. A new device was used to complete the case. There was no consequence to the pt.